Event description:
I am writing to report a serious and ongoing adverse reaction following treatment with radiesse, a dermal filler manufactured by merz pharmaceuticals. The product was injected into my cheeks for volume enhancement. I experienced a rare and severe reaction, a week later including visible facial swelling, redness, and inflammation. Over the following months, the product continued to expand under my skin. Nine months later, I only now, ceased undergoing the painful treatments, including repeated steroid injections, in an attempt to manage this reaction. Despite uncertainty about whether infection or bacterial contamination was involved, I was denied appropriate medical evaluation and treatment. My concern escalated when I witnessed a merz pharmaceuticals sales representative directly influencing my licensed provider's clinical decisions in my presence, she participated in a closed-door meeting with myself and my provider-- without my consent or the presence of a medical supervisor. I believe this to be a serious breach of patient care boundaries and potentially a violation of hipaa. The sales rep was in coercion with my provider. Tried to minimize what was happening to me and used intimidation by stating I signed a consent form. Asked me personal medical questions and attempted to diagnosed me. Merz had her there to be an intermediary between the medical liaison (whom never arrived) and myself, and the provider. I was aware that the very product she sales, was the product that I was sitting there, disfigured, swollen, inflamed, and having adverse reaction to. It was next level. Far from nodules. I have filed a formal complaint with merz pharmaceuticals, merz pharmaceuticals has ignored my recent requests for examination into both matters. I am reporting this to the FDA due to the persistent nature of the product reaction and the inappropriate influence of a non-medical company representative on my care. Please investigate this matter for potential product safety concerns and regulatory violations. I am available to provide additional documentation or medical records as needed.